Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the previously implanted stents resulted in the reported failure to advance and the reported difficult to remove leading to proximal retraction of the stents. As reported, the stents no longer overlapped appropriately, leaving a gap between them. An additional unspecified stent over the non-abbott guidewire, was subsequently implanted to bridge the gap. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a stenosed, mildly calcified, mildly tortuous left superficial femoral artery (sfa) that is 100% stenosed. The patient presented with in-stent restenosis of previously implanted unspecified stents through sfa. A non-abbott guide wire was used alongside the 014 whisper ms guide wire as a buddy wire. During advancement, the whisper guide wire met resistance with the previously implanted stents and could not cross. During removal, the whisper guide wire met resistance with the implanted stents, leading to proximal retraction of the stent. As a result, the stents no longer overlapped appropriately, leaving a gap between them. An additional unspecified stent was implanted to bridge the gap. A 5.0x20mm armada 35 balloon was inserted over the non-abbott guide wire and inflated to hold the stent in place. Once inflated and stent was stabilized, the whisper guide wire was able to be removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.